Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during a cataract surgery with intraocular lens (iol) implantation, a scratch was observed on the posterior side of the lens after it was implanted. The lens was inserted and not removed, and it was left implanted. The procedure was completed the same day. Something physically scratched the posterior side of the iol. There was no patient harm. Additional information has been requested.